Event description:
In 2001, pt underwent craniectomy with c1 laminectomy for removal of a posterior fossa tumor. At time of implant, surgeon sent a piece of sterile dura-guard dural repair patch to pathology for fungal culture, as is the pt's routine. Dura-guard was implanted and surgery was completed. Three days later, pathology reported positive fungal growth (candida parapsilosis) on the dura-guard patch. The pt was asymptomatic for infection. The dura-guard patch was surgically removed the next day and replaced with autologous fascia lata. Subsequent cultures of the explanted graft have been negative for fungal growth and all other organisms. The pt was started on prophylactic intravenous medication and all subsequent pt cultures have been negative for any organisms. At no time has the pt presented any sign or symptom of infection. The pt was discharged 18 days later and is reported as doing very well by the pt's surgeon.